Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed (B)(4) 2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets (B)(4) and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver an unspecified concentration of tpb (total parenteral nutrition) and the delivery was started. No specific programming parameters were provided. The customer contact reported the buretrol of the tubing set was filled every 4 hrs with an unspecified vtbi (volume to be infused) to infuse for a duration of 4 hrs. After an unspecified length of time, the rn went to the pt's room to respond to an air in line alarm. At that time, the rn noted air distal to the cassette, down to the proximal clave port of the tubing set. No air was delivered to the pt. The rn removed the air from the tubing set and therapy was resumed using the same pump. On (B)(6) 2010 at an unspecified time, the rn reported the device again alarmed for air in line. At that time, the rn again noted air distal to the pump, down to the proximal clave port. The rn removed the air from the tubing set and therapy was resumed using the same pump. No air was delivered to the pt. The customer contact reported there was no change in the pt status and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This device was identified as part of the customer notification dated (B)(6) 2010. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).